Event description:
Information was received from a foreign healthcare provider regarding a patient who was receiving morphine via an implantable pump. On (B)(6) 2021, it was reported that the patient's pump system was not infusing any medication due to a catheter misplacement/problem. The patient was due for a catheter revision but the implanted pump would be kept in place.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter . If information is provided in the future, a supplemental report will be issued.